Manufacturer narrative:
No patient information provided. Initial reporter's name not provided. A follow-up for additional information as to this section is being made. The initial report came from a hospital employee. Initial reporter's occupation not provided. Product has not been returned to 3m, st. Paul for evaluation. No information was provided as to the where the leak occurred. The sample is needed for evaluation in order to verify the location of the leak. A product photo provided appeared to reflect a heat exchanger leak. Scar# aaue-b7jmblwas issued for hex leaks. Rf tooling frame die flatness improvement project was implemented on (B)(6) 2019. Lot hx8106 was produced prior to corrective action implementation. 3m will continue to monitor.

Event description:
A hospital employee alleged that a 3m¿ ranger¿ high flow disposable set (model 24355) had a leakage. Leakage location was not specified. A product photo provided appeared to reflect a heat exchanger leak. Details regarding device usage were not provided. No harmful exposure to blood was specified. No injury was alleged.